Event description:
It was reported to philips that the frontal arm did not have power, motor or brake functionality. The system was in clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer fse visited onsite for performing the troubleshooting of the reported problem. Fse performed diagnostics, inspected logfiles, followed fft, and determined that spp in frontal stand needs to be replaced. Provided apm quote to customer. Fse unsure about whether a procedure being performed or not. No service has been performed by philips since the call received from the third-party company, not the actual hospital. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.